Manufacturer narrative:
B2: retention b3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had not used ins in years and thought ins it was off, but in the last 24 hours they felt the stimulation going off in their leg and hip and they had urinary retention and pelvic floor pain and they were having bladder retention more than normal. Today, the patient felt the stimulation all throughout their body from the implant down their thigh and have pelvic floor pain. Patient couldn't find their programmer. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The manufacturing representative (rep) was also contacted for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient feeling stimulation at the implantable neurostimulator (ins) and throughout the body when the device was supposed to be off was unknown. The device was found to be on. The most likely cause of the issue was unknown. Steps taken to resolve the issue were it was handled by the provider. The issue had been resolved. Steps taken to resolve the patient's retention issues were unknown. It was unknown if the issue was resolved.